Manufacturer narrative:
(B)(4). Pending further investigation. Customer did not allege any device malfunction, this is being reported solely based on pt outcome.

Event description:
During deployment of an AED, the subject was not resuscitated.